Manufacturer narrative:
(B)(4).

Event description:
The customer stated ise calibrations were successful and the quality controls recovered within acceptable limits on the cobas 6000 c (501) module - c501 that morning. The customer then suddenly started getting higher recoveries for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium). Sodium and ise indirect ci for gen.2 (chloride) values from ten patient samples were questioned. The customer re-calibrated and ran controls after the results were questioned. Calibration was successful and quality controls recovered within acceptable limits. The samples were repeated. Of the ten samples, one had an erroneous initial sodium result that was reported outside of the laboratory. The sample initially resulted with a sodium value of 147 mmol/l and repeated as 141 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The sodium electrode lot number was a41, with an expiration date of 29-may-2018. The field service engineer determined that the vacuum diaphragm was worn out and there was an issue with the rinse mechanism operation. He replaced the vacuum diaphragm and adjusted the rinse mechanism. He ran a calibration and controls; there were no issues. No similar events have occurred at the customer site within the past 12 months. Complaint trending for the affected vacuum diaphragm part identified no abnormal trends.